Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon interrogation, the right atrial lead exhibited increasing high impedance. No intervention was performed and the patient will continue to be monitored.

Event description:
New information on 1/18/2018 stated that the atrial lead had dislodged and exhibited same variation in the sensing and capture thresholds. On (B)(6) 2018, the lead was capped and replaced during an unrelated procedure, the patient was stable throughout the whole procedure.